Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump battery compartment and pump battery felt warm to touch. The pt denied observing corrosion. She also denied suffering an injury because of the alleged issue. Based on the info provided, this complaint is being reported due to the allegation that the pump battery felt warm to touch. There is no evidence; however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury due to the alleged issue.